Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, an onxm implant registration card was received for a patient with a previous onxm implant.